Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence that the tubing broke off inside the luer fitting. The reason for return was confirmed. Correction d3 (MFR name) and d3.6 (postal code): these fields have been updated. Correction additional codes imf (annex f health impact): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the custom tubing pack it had a damaged/deformed product issue where the luer connector on the pigtail was not attached and came off the tubing. The device was not used, and there was no damage to the packaging or other devices in the same box. The device was replaced to complete the case. There was no patient involved.